Manufacturer narrative:
The device was received deployed. The exposed portion of the soft cannula was observed to be bent. It could not be determined when or how this damage occurred. Despite the damage, fluid was able to flow through the flow path as intended. An 0x1c alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device. The pod was found to function as intended. No damages or defects were observed that would result in a communication error. The cause of the reported communication error could not be determined.

Event description:
It was reported the patients blood glucose level rose above 250 mg/dl. The patient experienced a communication error during operation while wearing the pod between 1 and 4 hours. As treatment, a new pod was applied.